Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sodium heparin (nh) 158 u.s.p. Units blood collection tubes, there was an additive abnormality (clumped) in 200 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-april-2025. Investigation summary: bd received 12 samples and one photo for investigation. The evaluation of the returned samples and photo shows the additive is in the form of a disc in the bottom of the tube. The additive for this catalog number, 366480, is freeze dried per specification. This is the correct appearance for the process. No issues were identified with the returned samples and photo. Additionally, 100 retained samples were visually inspected, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: additive abnormality. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sodium heparinn (nh) 158 u.s.p. Units blood collection tubes, there was an additive abnormality (clumped) in 200 tubes. No adverse impact was reported regarding the patient or user.